Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been received for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded, these instances are being monitored to determine if additional actions are required. Factors that may affect charging: the described failure mode, failure to charge and can potentially be caused, as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced, this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide, negative pressure wound therapy. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on (B)(6) 2020 while using renasys touch console on a covid+ patient hospitalized in intensive care unit, the console indicates the message "low battery level, connect to mains" while the machine has been connected to the mains for 45 minutes. In fact, when the machine is activated (while still connected to the mains supply), the console starts up, sucks up and then indicates the message "low battery level, connect to the mains supply". The scenario has been run twice and each time the same result was observed. The defective console was picked up by the pharmacist and replaced by a depot console. The defective console is available for analysis. There was no injury reported and a s+n backup device was available.